Manufacturer narrative:
(B)(4). This is an initial and final report combined as it has been established that no further information is available from the hospital. Medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown; medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00374, 3002806535-2020-00372. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed due to insufficient information. A review of the complaint database cannot be performed as reason for revision is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Product not returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to unknown reason.